Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and failed due to adhesive tear. Adhesive patch attached to sensor pod was performed and passed. Conductive pucks intact to housing puck was performed and passed. The allegation was confirmed. The probable could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.